Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00781. It was reported the patient (australia) experienced pain and fever following the implant of 2 leads. Physician instructed the patient to go to the emergency room (ER) where cultures of the incision site were obtained and the leads were removed. Patient was also given IV antibiotics. Results of the culture were negative and the patient's issue has resolved.